Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/1/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 183,140 and 132mg/dl. The expected fasting blood glucose test result range is 90-130mg/dl. The customer did report symptoms of shaky, lightheaded, feeling faint. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 01/19/2019 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6). Customer is not having any symptoms at the moment. Customer says that she had symptoms of low blood sugar, shaky, lightheaded, feeling faint, and was unable to test due to meter not coming on. Customer says that she passed out and her husband called the ambulance. Customer says when paramedics arrived to her home, they tested her blood sugar levels and result was 42. Customer says she was given glucose and tested a few minutes later which then result went up to 47 and then a few more minutes later (time between tests not specified) blood sugar levels were at 74. Customer was not taken to the ER.